Manufacturer narrative:
Product development investigation evaluation: the tfna stepped drill bit (03.037.022) was received at the investigation site with a guide wire (357.399) stuck inside the cannulation. After separating the parts, a bend in the guide wire was observed. Additionally, the tip of the stepped drill bit was fractured in a manner consistent with the complaint description leaving the tip jagged. Visual inspection reveals no additional damage except the bend in the wire and broken drill tip. When inserting the guide wire into the head of the femur, care must be taken not to bend the guide wire. If the guide wire permanently deforms, it will interfere with the inner wall of the drill, potentially binding, drilling the guide wire forward more than intended, or breaking the tip of the drill bit. The product¿s documentation, including design drawings, was reviewed. There were no other complaints similar to this one in the complaint report (stepped drill bit with broken tip/flute). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as 6 feet 3 inches. Patient initials are (B)(6). Implant and explant dates: device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4)- manufacturing date: july 27, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure due to non-union on (B)(6) 2015. During the procedure, which was to remove original hardware and implant a new trochanteric fixation nail advanced (tfna) proximal nailing system, the surgeon attempted to drill for the helical blade by drilling over the guide wire. The surgeon then manipulated the nail which bent the guide wire. As a result, the bent wire caught the tip of the drill resulting in a breakage. The broken piece of the drill was unable to be retrieved and remained in the patient's femoral head. The procedure was completed successfully with no reports of surgical delay. The patient's postoperative status was reported as stable." This report will address the intraoperative issues only. The nonunion and reason for revision will be captured in and reported under (B)(4). This report is 1 of 2 for (B)(4).